Event description:
Lap chole - "clip fired behind the jaws and seized the jaws on the cystic duct." Patient status - "discharged."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found a dent in the shaft of the unit. The unit would not properly fire due to this damage. The root cause of your experience with the device can be attributed to the dent in the covertube; however, the cause of the dent is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.